Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the atrial lead had high thresholds. It was also reported that the helix mechanism did not extend/retract properly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.